Event description:
Upon opening the sterile ligaclip mca to the field the nurse noticed substance on the handle. Manufacturer response for ligaclip mca. I have emailed the rep, but he has not responded yet.